Event description:
It was reported that pump generated repeated cartridge alarms labeled as alarm 20, with similar alarms having occurred previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, was instructed on putting pump into storage mode, and was advised to return problematic pump.